Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 466 mg/dl and the ketone level was medium. The ketone level was considered as being dangerous by a healthcare provider. The infusion set was changed and insulin injections were administered to address the bg and ketone level. Insulin delivery was resumed and the bg level was resolved. The customer declined tandem technical support's offer to troubleshoot. Later on the same day, the customer reported that the bg had returned to the target level.